Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became ext rinsically distorted due to stylet/guidewire coating.the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was damaged. Visual summary analysis of the lead indicated damage at implant. Analyst noted that the competitor guidewire's hydrophilic coating adheared to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead.

Event description:
It was reported that during the implant procedure, the coronary wire could not be removed from the lead during the placement attempt. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.